Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. Visual examination of the provided picture identified an explanted oxford tibial, femoral and bearing component. The photograph is of poor quality, and nothing further can be gained from the photograph with regards to root cause of the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified no additional similar complaints for all of the reported oxford components and no additional similar complaints for the reported part and lot combinations. An undated radiograph was provided purported to be taken pre-revision surgery and was reviewed by a radiologist. The review identified a left knee medial compartment hemi arthroplasty without definite radiolucency. There has been an acl repair and no bony fracture or loosening. Overall fit and alignment of the implants is appropriate and there is normal bone quality. There are no anatomic or implant failures seen. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg lt lg size 4 PMA; item# 159555; lot# 556430. Oxf twin-peg cmntd fem lg PMA; item# 161470; lot# 633310. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years and six months after the initial implantation, the patient underwent a left sided replacement due to pain. Attempts have been made and no further information has been provided.